Event description:
Written report received from baxter of overinfusion during patient use. Contents reported as mepivacaine hydrochloride and buprenorphine hydrochloride with a total fill volume of 102 ml. The total infusion time was reported as 35-36 hours. Report states there was no patient injury or medical intervention required.